Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the registered nurse (rn) was calling to review the previous call. The technical service representative (tsr) explained the call. The rn stated she thinks the home patient (hp) bypassed a drain. The rn put the hp in a manual drain during dwell 3 of 4 and the hp drained 3500ml, fill volume 2000ml. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event, but the iipv was not duplicated during the pal evaluation. The device functioned normally during the evaluation. No failure or malfunction was identified with the device that could have caused or contributed to the reported issue. The cause of the reported issue of iipv was determined to be use error; tidal total ultrafiltration (uf) removal was set too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. The device was determined to meet specifications for reported difficulty of iipv. This issue is being investigated through a CAPA.